Manufacturer narrative:
Additional information was received that the patient¿s lead had high impedances and underwent a lead replacement procedure. The patient will still undergo an ipg revision. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging frequently. The patient will undergo revision procedure.

Event description:
A report was received that the patient was charging frequently. The patient will undergo revision procedure.

Manufacturer narrative:
Device manufacture date for the initial MDR should have been 11dec2014. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's infinion lead and splitter were explanted due to high impedances. The lead and splitter were replaced.